Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that no flow, hypotension occurred and the patient died. There were two target lesions. The first target lesion was located in the left anterior descending (lad) artery and the second target lesion was located in the chronologically occluded circumflex (cx) artery. A 3.50x24mm synergy ii drug-eluting stent was implanted in lad. However, when the physician started directing the guidewire in cx, the lesion shutdown. The patient got hypotensive and the implanted stent and the whole lad shutdown. The physician then performed cardiopulmonary resuscitation (CPR) and tried to balloon and open the vessel back up but the patient passed away.